Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 17-jun-2019 with the following findings: during investigation, the keypad was found to be intact; no damage or peeling was observed. During testing, all keypad buttons responded appropriately. The keypad was removed and no contamination was found under the button contacts. The pump was opened and no evidence of moisture corrosion was found near the keypad connector. The complaint of a keypad response issue was not duplicated during investigation. Unrelated to the complaint, investigation revealed that the display was dim and discolored; the battery compartment was cracked below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.